Event description:
The device was returned for disposal. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis found the device had no telemetry or output. Further analysis determined the loss of telemetry was due to battery depletion. The pacing current drain level was initially higher than normal for this device and the cause of the early battery depletion. The device was inadvertently por'd (power on reset parameters) during current drain measurements, which caused the high current condition to disappear. The high current condition could not be reproduced, so a root cause could not be determined.